Event description:
It was reported that during a routine follow-up, device interrogation revealed high, out of range high voltage lead impedance. The value was also out of range with provocative testing. A cardioversion was performed and high voltage impedance measurements were in normal range. The hvli test was repeated several times with normal results. The physician reactivated the patient notifier. Two-month follow-up is planned. Patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.